Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user unintentionally removed a dexcom g7 sensor and, due to an upcoming MRI, requested education on operating the ilet in bg-run mode; the user was instructed on bg-run use and planned to reconnect a new cgm after the MRI. Symptoms included no reported adverse physiological effects and no reported blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included a review of device use and user education for operating the system without an active cgm. Investigation of this case revealed proper device performance, appropriate system behavior in bg-run mode, and user-related sensor removal in preparation for imaging. It was concluded, based on previously established findings for similar reports, that the cause was user-related circumstances with no device malfunction.